Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured at the middle part. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was in good condition.